Manufacturer narrative:
Samples not returned- vyaire medical attempted to retrieve the suspect device/component for evaluation. However, no product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. This complaint will be included in on-going complaint trending analysis.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault, motor fault and front panel which occurred in end of 2018 (date unspecified). There is unknown patient involvement in this reported event.